Event description:
A 74-year-old male patient (B)(6), enrolled in the exalt dscope 02 study, had a reported adverse event of post endoscopic retrograde cholangiopancreatography (ercp) bleeding on (B)(6) 2021. The patient underwent a successful ercp completed with exalt model d single-use duodenoscope for treatment of stricture on october 12, 2021. A biliary sphincterotomy, cannulation of the main bile duct and placement of a biliary stent was performed. The principal investigator (pi) assessed the severity of this adverse event as severe/life threatening. The pi assessed the relationship as probably related to the procedure and probably related to the exalt model d single-use duodenoscope. There were no device malfunctions reported during the ercp procedure. Additional information as of november 5th, 2021: it was reported to boston scientific corporation that on (B)(6) 2021, the patient vomited hematinic fluid four times. The patient then underwent an upper endoscopy (egd). During the egd, a spot of potential bleeding near the papilla was observed near the recently placed stent. One clip was placed there. Two clips were placed in the stomach where a long erosive alteration was observed. Additional information as of december 2, 2021: it was reported to boston scientific corporation that the stomach bleeding event was resolved on (B)(6) 2021.

Manufacturer narrative:
Block h6 (patient codes): patient code e2009, e1032, and e0506 captures the reportable events of laceration, vomiting, and hemorrhage/bleeding. Block h6: conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 has been updated based on information received december 2, 2021. Block h11: block h6 impact code, component code, evaluation method code, evaluation result code, and evaluation conclusion code have been corrected.

Event description:
A 74-year-old male patient (B)(6), enrolled in the exalt dscope 02 study, had a reported adverse event of post endoscopic retrograde cholangiopancreatography (ercp) bleeding on (B)(6), 2021. The patient underwent a successful ercp completed with exalt model d single-use duodenoscope for treatment of stricture on (B)(6) 2021. A biliary sphincterotomy, cannulation of the main bile duct and placement of a biliary stent was performed. The principal investigator (pi) assessed the severity of this adverse event as severe/life threatening. The pi assessed the relationship as probably related to the procedure and probably related to the exalt model d single-use duodenoscope. There were no device malfunctions reported during the ercp procedure. Additional information as of november 5th, 2021: it was reported to boston scientific corporation that on (B)(6) 2021, the patient vomited hematinic fluid four times. The patient then underwent an upper endoscopy (egd). During the egd, a spot of potential bleeding near the papilla was observed near the recently placed stent. One clip was placed there. Two clips were placed in the stomach where a long erosive alteration was observed.

Manufacturer narrative:
Block h6 (patient codes): patient code e2009, e1032, and e0506 captures the reportable events of laceration, vomiting, and hemorrhage/bleeding. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A (B)(6) male patient (B)(6), enrolled in the exalt dscope 02 study, had a reported adverse event of post endoscopic retrograde cholangiopancreatography (ercp) bleeding on (B)(6) 2021. The patient underwent a successful ercp completed with exalt model d single-use duodenoscope for treatment of stricture on (B)(6) 2021. A biliary sphincterotomy, cannulation of the main bile duct and placement of a biliary stent was performed. On (B)(6) 2021, the site reported bleeding in the patients stomach. Action taken to treat the bleed was noted only as endoscopy and clipping. Patient's status is unknown. The principal investigator (pi) assessed the severity of this adverse event as severe/life threatening. The pi assessed the relationship as probably related to the procedure and probably related to the exalt model d single-use duodenoscope. There were no device malfunctions reported during the ercp procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.